Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported that their blood glucose levels were 300 mg/dl while wearing the pod between 49 and 71 hours on their abdomen. Upon removal of the pod, it was noted that the cannula was bent. Hyperglycemia treated with manual injections.